Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The physician was placing a stent into the brachio-cephalic artery. The stent deployed without difficulty and bloodflow was restored. While deflating the balloon the patient exhibited some neurological changes and st segment elevation that was transient. The symptoms resolved completely and the patient was discharged as planned. The physician stated that the patient experienced some transient cerebral ischemia related to plaque in her cerebral arteries that resolved.

Manufacturer narrative:
Additional information was received that the inflating/deflating time was not anything abnormal. The balloon deflated slower than usual because of the contrast to water mixture. There was nothing mechanical with the product. The patient is completely back to normal. She has no neuro deficits at all. The doctor said that the patient had so much plaque in the arteries in her head that she didn't perfuse the right side of her brain well when the balloon was inflated. Engineering analysis: the device in question was not returned for evaluation therefore a proper investigation could not be performed. If the device had been returned an evaluation of the catheter assembly would have been conducted. In this case the physician feels that the deflation time of the device was too long. If the device had been returned an evaluation of the inflation lumens, balloon skive dimensions and actual deflation time would have been evaluated to ensure they met requirements. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath; ability to deploy the stent at nominal pressure (8atm); ability to withdraw the deflated balloon catheter back through the labeled introducer sheath; ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures; balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm); manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question.